Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 60000107 number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valve of the sheath dislodged. After 1 hour of the sheath use, the hemostatic valve of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was dislodged into the hub. The hemostatic valve itself was not broken. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 8-aug-2023, additional information was received indicating the hemostatic valve was not dislodged outside the hub. The sheath was being used on the patient and the time of incident, but no air entered the patient¿s body. There was no blood return observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)